Manufacturer narrative:
H3: analysis not completed at this time; once completed a supplemental rr will be submitted. Continuation of d10: product ID 977a260 lot# serial# (B)(6): product type lead product ID 977a260 lot# serial# (B)(6): product type lead product ID 97791 lot# serial# unknown: product type accessory product ID 97791 lot# serial# unknown: product type accessory product ID 97755 lot# serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per caller, pt having both leads and ins replaced today. They will be sending back these components to mdt. It was reported there were defective ins and leads.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative(rep). Manufacturing representative called and is with the pt today. The caller states that he is meeting with the patient regarding the issues presented in this initial record and previous rec ords (revision, difficulty charging, etc). The caller notes he attempted to charge the pt today with the pt's recharging components and at first, for 20-30 minutes, he said the charging was alternating between good/excellent and he did let the screen 'go dark' during this time (not incessantly checking the screen) and the light on the controller was blinking as expected. However, it then showed message 'recharging needs attention' and then moved right to 'no device found' and subsequently passive recharge with numbers between 69-71. The caller states the ins was in the 'red' (depleted). Agent reviewed use of 'disable device' though that is only typically used for situations where the system is stuck in passive recharge. The caller elected to try to take the pt's charging components and charge an ins in the box and it did so without any incident. The caller tried a different external component combination (not the pts) and attempted to charge the pt's ins and the same issues occurred; this is leading the rep and agent to believe that external products are not the issue. Agent asked if any imaging had been done related to the depth/orientation of the ins and caller noted he was not aware that there have been and noted he didn't think the orientation/position would be the issue considering that earlier today he was able to get excellent recharge coupling. The caller notes that at this time the pt is scheduled for a complete replacement of the system in september but the reps involved want to ensure all has been done prior to this. Agent asked caller that if he is able to connect to ins via tablet at any point, pull manufacturers file and/or any logs/reports he can.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis pli# 10 product ID# 97715 analysis determined that the implantable neurostimulator (ins) had an intermittent telemetry link. Product analysis pli# 30 product ID# 977a260 analysis identified that the conductors were broken from the distal end of the lead. Product analysis pli# 40 product ID# 977a260 the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: file corrected to update fdc code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was the patient was having intermittent difficulty charging. The handset is not currently able to connect to the ins, it displays the no device found message and they go to the passive charging message. The patient was passive charging for 5 hours prior to the appointment today. During the call the caller attempted to disable and re-enable the ins using the patient controller. This did not resolve the issue. The caller started passive charging, the number in the middle of the screen was 86. As the caller moved the recharger away from the ins the numbers decreased. The caller connected to the ins with a second controller and recharger and it found the ins, displaying the serial number. When the caller selected the serial number it would not connect. The controller displayed the no device found message and they started the passive charging session. The numbers on the passive charging behaved similarly to the patient's controller. When the tablet is used to try to connect to the ins the device finds the implant serial number and then tries to connect and the loading bar only reaches 4% and then will not advance. The caller indicated that the ins feels like it may be 1 inch or more below the skin. The caller was going to continue trying to charge the patient's ins. 2024-may-15: additional information was received from a manufacturer representative (rep). The rep reported that the healthcare provider (hcp) came into the clinic room and examined the battery site. He determined that it is not too deep and it is normal depth. The cause of the ins not charging or connecting was not determined. Hcp is looking into replacing the ins under warranty options.

Event description:
Additional information received from manufacturing representative (rep). Rep reported previously reported issues. Rep reported that the ins will no longer charge or connect to the controller or the clinician programmer. Hcp and rep are unable to figure out why.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they had a revision done on (B)(6). In less than 6 weeks after surgery, the group a and c failed. They took an x-ray. Less than 3 months after the surgery the group b failed. Pt has been working with a manufacturer representative (rep) and they could not figure out what was going on. Pt has to constantly contacted the rep. Pt is not able to recharge the implant. Pt was at the healthcare provider (hcp) office with the rep for almost 2 hours and the rep could not figure it out. The rep was on the phone with several people. The rep said groups a, b and c failed. The hcp recommended getting a paddle. Pt was getting no device found. The rep had another recharger with them and it would not work either and could not find the device. Pt said they were in pain. Pt said they had to pay 6000 out of pocket for the revision surgery and it did not even last 3 months. Pt wanted to know if there was a warranty on the device. Reviewed. Redirected to their hcp. A replacement recharger (rtm) was sent out.